Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was used during the case. When trying the clip the cystic duct, the handle was squeezed, but the clips did not form correctly ("u" shaped). Another instrument was used to complete the case. There was no consequence to the pt.